Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was detected via intracardiac echocardiography (ice). Effusion was monitored and there were no immediate interventions. At the end of the procedure, pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/10/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was detected via intracardiac echocardiography (ice). Effusion was monitored and there were no immediate interventions. At the end of the procedure, pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Product evaluation details: the device was visually inspected and it was found in good conditions. Deflection test was performed and it was found within specifications; the catheter was deflecting correctly. A cool flow pump test was performed and it was found within specifications; the catheter was irrigating correctly. No irrigation issues were observed. Electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of issues from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Thermocouple (tc) failure is detectable in production, however, the wires can break during the procedure due to the manipulation of the device. This failure does not represent any patient safety impact. Manufacturer¿s ref # (B)(4).